Event description:
Coronary sinus ruptured after one minute of giving retrograde cardioplegia through catheter placed in cornary sinus. Pressures were being maintained at 35 mm/hg shown on monitor when suddenly the coronary sinus pressure fell to 4mm/mg. Inspection revealed rupture of coronary sinus in h-v groove. Rupture was repaired.